Event description:
A 43-year-old male patient with recurrent glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2026, the patient informed novocure that he was scheduled to undergo an outpatient procedure on (B)(6) 2026, for the removal of cranial hardware (screws and a plate) that had been placed during the initial surgical resection. The patient indicated that optune gio therapy would be temporarily discontinued and resumed following adequate wound healing. On (B)(6) 2026, the patient reported that he remained off therapy due to ongoing wound healing following the procedure performed 14 days earlier, during which the cranial hardware (internal fixator) was removed. At the time of the report, the wound had not fully healed, and sutures remained in place. On (B)(6) 2026, the prescribing physician reported that the patient had experienced a chronic fistula in the high right parietal region for over one year, which had been covered by a crust. During a transducer array change, the crust detached, resulting in exposure of the underlying implant. The patient subsequently underwent wound revision with explanation of the titanium implant, which was not replaced. The most recent imaging showed no evidence of disease progression. On april 24, 2025, novocure received a medical record with additional details of the event. During a follow-up appointment on (B)(6) 2026, following the patient's latest dose of bevacizumab (administered on (B)(6) 2026), it was noted the patient presented in (B)(6) 2026 with an atrophic wound-healing disorder in the region of the surgical scar. The patient underwent wound revision with removal of a titanium plate on (B)(6) 2026. During removal of the patient's last sutures, the patient's general physician (gp) noted a persistent wound healing issue in the form of exposed skull bone. The patient subsequently presented emergently to the neurosurgery department and underwent extensive wound debridement on (B)(6) 2026. Per the patient's gp, the wound had so far appeared non-irritated. Suture removal was scheduled for (B)(6) 2026. Further administration of bevacizumab was postponed. Per the prescribing physician, the cause of the event was assessed as multifactorial (no additional information provided).

Manufacturer narrative:
Novocure medical opinion is that the contribution of the transducer arrays to the wound dehiscence cannot be ruled out. The fistula was unrelated to device use. Contributing factors for wound dehiscence in this patient include concomitant bevacizumab (carries a black box warning for wound complications. Source: bevacizumab prescribing information) prior radiation, chemotherapy, and prior surgery affecting skin integrity. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).